Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist spoke with the patient/layperson in 2009. The patient reported the following: the patient has had symptoms of frequent urination, shakiness, and tiredness for the "past three weeks", including a "bad cough". The patient's physician saw him the month prior, for the cough. Although the patient's blood glucose on the office meter was reportedly 289 mg/dl, the physician only gave him cough syrup to take home and told him to continue to test his blood glucose. The patient had been taking and continues to take his glyburide. The following day, the patient called customer service because, his onetouch basic meter would not turn on (the batteries had not been replaced) and he had no test strips for the onetouch ultramini he had purchased on an unknown date "because it did not come with test strips." When this specialist asked the patient when he last tested on the basic, he replied, "one month". Although the customer care advocate (cca) sent the patient strips for his new meter, I recommended that he purchase strips in the meantime. The patient could not confirm that the symptoms started before or after the meter would not turn on although he informed the cca they began after the reported issue. Because the patient's symptoms meet the criteria of a serious injury and may have started after his meter would not turn on, the complaint is reported.